Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stent placement procedure. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the right bronchus a few centimeters from the carina. The lesion was dilated with an energization dilator prior to stent placement. During the procedure, the bronchoscope was inserted into the stricture for observation. The device was then advanced over the guidewire and it became stuck at the site of the carina. The device could not advance any further, despite using some force. The device was then removed from the patient and the distal portion of the stent was found to be partially deployed. The procedure was completed with another ultraflex tracheobronchial stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The reported event of stent deployment issue (partial deployment). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stent placement procedure. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the right bronchus a few centimeters from the carina. The lesion was dilated with an energization dilator prior to stent placement. During the procedure, the bronchoscope was inserted into the stricture for observation. The device was then advanced over the guidewire and it became stuck at the site of the carina. The device could not advance any further, despite using some force. The device was then removed from the patient and the distal portion of the stent was found to be partially deployed. The procedure was completed with another ultraflex tracheobronchial stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Examination of the returned device noted that the stent was fully mounted. It was noted that the distal stent loops were partially deployed. A visual and tactile examination of the shaft of the device found no anomalies. There was no issue noted with the overall profile of the device. The outer diameter of the tip was measured and found within specifications. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.